Manufacturer narrative:
(B)(6). Method: the subject device, bc191-05 nasal tubing 70mm was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the device, information provided by the customer and our knowledge of our product. Results: visual inspection of the returned device confirmed that the film within the tubing was torn and stretched near the connector. The film also appeared wrinkled and torn indicating that the tubing may have been subjected to pulling or overextension. Conclusion: based on the visual inspection of the returned device, information provided by the customer and our knowledge of the product, it is most likely that the reported event resulted from the subject device being subjected to excessive force. As part of our manufacturing process, all flexitrunk nasal tubings undergo visual inspection and pressure testing during production. Devices that do not meet these requirements are rejected. This indicates that the reported event likely occurred after the device was released for distribution. A caution insert is included with the product, reminding users to take extra care when handling the bc191-05 flexitrunk nasal tubing. Additionally, the user instructions which accompany the bc191-05 flexitrunk nasal tubing state: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval.

Event description:
A healthcare facility in new zealand reported via a fisher and paykel healthcare field representative that the tubing of a bc191-05 nasal tubing was torn before being used on a patient. There was no reported patient involvement.